Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating that they received a recharger antenna, but that was not the correct piece of equipment they needed for their issue. Patient stated the issue they were having was with the recharger that goes into the wall to charge the device connected to their paddle. Patient read the serial number and confirmed the component patient was referring to was the desktop recharger. Patient commented that they asked previous agent if they should send other replacement equipment back as it was not correct component but was told to keep equipment. Patient clarified the silver pin that plugs the desktop charger in was snapped off, and that there was frayed wiring on the desktop charger cord for at least a year. Patient stated their stimulation was off for 4 months, and they are working to have their implantable neurostimulator (ins)turned on again, but they cannot until the recharger is charged. A replacement desktop charger was sent out.